Event description:
It was reported that, I was informed by the surgeon that there will be a revision. Pt was experiencing pain and instability. Therefore, surgeon decided to revise. On x-ray it was noticed wear on the liner.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested, but not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report.